Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating the device experienced an unexpected red x error on the display. The alleged malfunction occurred outside of clinical use. No patient or user harm was alleged. The device was evaluated onsite by the fse who ran the device through the operational test and determined the unit was functioning as intended. The error did not reoccur following the completed test. The device was not available for additional investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.